Manufacturer narrative:
E1: patient city: (B)(6). Patient country: germany.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that patient faced infusion set sterility anomaly issue on (B)(6) 2025. The packaging was not sealed properly. No further information available.